Event description:
Within 4 days of pump system implant, the patient was explanted due to a perforated bowel. The patient was in ICU due to medical issues unrelated to withdrawal or overdose. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.